Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27nov2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. The patient's prior admissions for driveline infection were referenced in mfrs #2916596-2021-03332 and # 2916596-2021-03331. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away for unknown reasons, not believed to be device related. The patient had an abdominal wall wound infection leading up to death.